Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on (B)(6) 2010. An actual sample was submitted for evaluation. A visual examination was performed on the sample. The sample was also submitted to underwater pressure testing which confirmed the reported condition of a leak. A batch review could not be performed as the lot number was not provided by the customer. After reviewing the results of the testing, it was determined the cause of the leak was a crack in the y-site. The cause of the cracked y-site could not be determined.

Event description:
The customer reported to baxter (B)(4) a 2-lead arthroscopic irrigation set that had a leak. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.